Event description:
As reported, approximately 2 years and 4 months post the initial left reverse total shoulder arthroplasty, the patient was revised due to infection. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.